Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button switch dome connection was intermittent. The cause of the non-functional response buttons is the intermittent front rb switch dome connection. The root cause of the intermittent front response button switch dome connection is physical abuse. The front and rear response button covers were missing. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.